Manufacturer narrative:
Review of product complaint history confirmed there are no other complaints associated with this device. Review of the DHR confirmed this device passed all previous tests and inspections. Upon review there is indication in the DHR the pump was loaded with the unreleased version of the customer's library, confirming the reported event by the end user. The device has been evaluated to confirm the issue of the incorrect library configuration. There has been a CAPA opened to further investigate this complaint type.

Event description:
On (B)(6) 2021 (B)(6)of infutronix solutions was notified by (B)(6). Cardinal health reported that the pump had the incorrect library configuration (B)(6) v4 instead of (B)(6) v3. Medication n/a. No patient involved. No patient was harmed. Device is being returned.